Manufacturer narrative:
The subject device is unavailable to manufacturer.

Event description:
It was reported that thrombectomy procedure was performed using the subject retrieval device to remove a clot in middle cerebral artery (mca) aneurysm at m1 segment. Prior procedure, the patient neurological assessment showed the thrombolysis in cerebral infarction (tici) of 1, national institute of health stroke scale (nihss) of 4 and mrs (modified rankin score) of 0. The technique used for this pass was considered successful. After the study procedure to 48 hours post procedure, the patient had neurological changes. Became aphasic with increased right sided weakness. Nihss went to 12 from a 1 at 24 hours post op. The patient went back to CT (computed tomography) scan and returned for another thrombectomy ¿ re occlusion of left m1 segment and found to have an area of stenosis. It was found another clot in left m2 segment. The physician did a thrombectomy on the clots and then returned to the stenosed area in m1 segment and placed a stent. Tici was 2b at 1224. The patient went back to ICU on vent. A serial CT scan after the procedure revealed a subarachnoid hemorrhage with midline shift from 5 mm to 9 mm by the next morning. The patient had to go for an emergent decompressive craniectomy due to cerebral edema. The patient tolerated well and went back to ICU for recovery. Today¿s CT scan shows resolution of the shift. The patient was discharged on day 5-7 with mrs (modified rankin score) of 5. Based on the physician¿s opinion that the adverse event was related to an index stroke, index procedure, pre-existing condition and the subject device.

Manufacturer narrative:
B1 product problem: corrected: no adverse event. B2 outcomes attributed to ae : corrected : no outcomes attributed to ae. B5 executive summary: updated. H1 type of reportable event: corrected : no serious injury. Device code grid : corrected: unclear information. Conclusion code grid: corrected - cause not established. F10 / h6 health effect - clinical code: corrected : no health consequences or impact. F10 / h6 health effect - impact code: corrected: no clinical signs, symptoms or conditions. Based on additional information received on 21-april-2022 from the site indicated that the adverse event (restenosis of left m1, clot in left m2) was unrelated to the index procedure or stryker device. Therefore, this event does not meet reporting criteria anymore and the reportability will be changed from reportable to non-reportable with a new awareness date of 21-april-2022. While there are a number of potential causes for the reported issue, because the reported issue is unclear and the device was not returned, an assignable cause of undeterminable was assigned to this complaint. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that thrombectomy procedure was performed using the subject retrieval device to remove a clot in middle cerebral artery (mca) aneurysm at m1 segment. Prior procedure, the patient neurological assessment showed the thrombolysis in cerebral infarction (tici) of 1, national institute of health stroke scale (nihss) of 4 and mrs (modified rankin score) of 0. The technique used for this pass was considered successful. After the study procedure to 48 hours post procedure, the patient had neurological changes. Became aphasic with increased right sided weakness. Nihss went to 12 from a 1 at 24 hours post op. The patient went back to CT (computed tomography) scan and returned for another thrombectomy re-occlusion of left m1 segment and found to have an area of stenosis. It was found another clot in left m2 segment. The physician did a thrombectomy on the clots and then returned to the stenosed area in m1 segment and placed a stent. Tici was 2b at 1224. The patient went back to ICU on vent. A serial CT scan after the procedure revealed a subarachnoid hemorrhage with midline shift from 5 mm to 9 mm by the next morning. The patient had to go for an emergent decompressive craniectomy due to cerebral edema. The patient tolerated well and went back to ICU for recovery. Today¿s CT scan shows resolution of the shift. The patient was discharged on day 5-7 with mrs (modified rankin score) of 5. Based on the physician¿s opinion that the adverse event was related to an index stroke, index procedure, pre-existing condition and the subject device. Update: based on additional information received on 21-april-2022 from the site indicated that the adverse event (restenosis of left m1, clot in left m2) was unrelated to the index procedure or stryker device. Therefore, this event does not meet reporting criteria anymore and the reportability will be changed from reportable to non-reportable with a new awareness date of 21-april-2022.

Manufacturer narrative:
Section d4 expiration date - added section d4 lot#- updated from unknown to lot # 0000041120 section h4 manufacturing date ¿ added. Based on the results of the DHR (device history record) review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that after the study procedure to 48 hours post procedure, the patient's neurological changes became aphasic with increased right sided weakness. Thrombectomy was performed to treat the re-occlusion of left m1 by placing the stent to the stenosed area in m1. Additional information provided by the customer indicated that there was no malfunction reported for the device. The left m1 re-occlusion was related to pre-existing atherosclerosis and the left m2 clot was not related to any stryker devices. The reported 'patient vessel restenosis' and 'patient neurological deficit' are known and anticipated complications to these types of procedures and patient condition and are listed as such in the device directions for use. Therefore, an assignable cause of anticipated procedural complication will be assigned to this event.

Event description:
It was reported that thrombectomy procedure was performed using the subject retrieval device to remove a clot in middle cerebral artery (mca) aneurysm at m1 segment. Prior procedure, the patient neurological assessment showed the thrombolysis in cerebral infarction (tici) of 1, national institute of health stroke scale (nihss) of 4 and mrs (modified rankin score) of 0. The technique used for this pass was considered successful. After the study procedure to 48 hours post procedure, the patient had neurological changes. Became aphasic with increased right sided weakness. Nihss went to 12 from a 1 at 24 hours post op. The patient went back to CT (computed tomography) scan and returned for another thrombectomy ¿ re occlusion of left m1 segment and found to have an area of stenosis. It was found another clot in left m2 segment. The physician did a thrombectomy on the clots and then returned to the stenosed area in m1 segment and placed a stent. Tici was 2b at 1224. The patient went back to ICU on vent. A serial CT scan after the procedure revealed a subarachnoid hemorrhage with midline shift from 5 mm to 9 mm by the next morning. The patient had to go for an emergent decompressive craniectomy due to cerebral edema. The patient tolerated well and went back to ICU for recovery. Today¿s CT scan shows resolution of the shift. The patient was discharged on day 5-7 with mrs (modified rankin score) of 5. Based on the physician¿s opinion that the adverse event was related to an index stroke, index procedure, pre-existing condition and the subject device.